Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The reported patient effect of tissue damage is listed in the mitraclip instructions for use, and is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported leaflet capture failure appears to have been a result of patient morphology/pathology. The reported tissue damage was likely a result of procedural conditions. The reported surgical procedure and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other xtw clip is filed under a separate medwatch report numbers.

Event description:
This is filed to report tissue damage. It was reported that this was a mitraclip procedure performed to treat mixed mitral regurgitation (mr) with an mr grade of 4+. The posterior leaflet was restricted. The leaflets could not be grasped with two xtw clips (01005u176 and 00923u108). The posterior leaflet would not remain captured, it would slip out of the clip during grasping attempts. No clips were implanted, and the procedure was aborted. Mr remained at 4+. On (B)(6) 2020, it was discovered the posterior leaflet had torn and mitral valve replacement was performed. No additional information was provided.